Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced infection, segmental pulmonary emboli, atelectasis, slowly improving tachycardia, diarrhea, pulmonary infarcts, inflammation, air-fluid collection, and ileus. Post-operative patient treatment included revision surgery, PICC line placed, ng tube, therapeutic anticoagulation for pe, IV hydration, analgesics, drain in place, and mesh removal.